Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 225cc mentor memorygel breast implant experienced spontaneous left sided rupture post procedure. The rupture was discovered during replacement surgery. Bilateral replacement with 240cc mentor memorygel breast implants was performed with explant.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on december 14, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 244513, and no non-conformances were identified. During the visual evaluation of the product, parallel lines of shell wear were observed on the anterior aspect. Additionally, within the wear a tear was noted, extended from the anterior to the posterior view, measuring approximately 2.4 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on november 23, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on march 22nd 2021, mentor became aware that h1 (1. No. Of events summarized) was incorrectly populated in the initial report submitted on november 23, 2020. This field was populated in error, please disregard it.